Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll bns had a scale marking issue. The following information was provided by the initial reporter: hello, customer has received syringes on which the printing is smudged. Kindly see attached photos and description of the issue. Customer cannot use these products.

Event description:
No additional information was provided.

Manufacturer narrative:
Four 3 ml ll bns syringes were received by bd. A quality engineer was able to examine the samples from batch 3270383 regarding item 301073. The samples were delivered loose, fully disassembled, and all presented ink rings between numbers 1 and 2. The condition observed is non-conforming per product specification. The potential root cause for the ink ring defect is associated with the marking process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 3270383 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.